Event description:
It was reported during a routine pump replacement surgery, the pump connector could not be detached from the old pump. The healthcare professional (hcp) cut it off below the connector pin and replaced with new connector pin. The pump was used to deliver baclofen (unknown). No patient complications were reported.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # unknown, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.